Event description:
Procedure type: lap appendectomy patient gender: unknown according to the reported: the balloon broke and the trocar came off the abdominal wall during surgery. There was no report of pieces falling into the cavity or impacting the patient. The operating time was extended by 5 minutes. A new instrument was used to complete the procedure. No patient injury was reported.